Event description:
During a case in which the pt came into the emergency room, predilatation was performed on the severely tortuous and severely calcified rca lesion with a crosssail dilatation catheter. After it was removed, a dissection was noted. Attempts were made with multiple dilatation devices and stents from other manufacturers, to cross the lesion, with no success. As there was some clot visible, and there was a dissection, the pt was taken for bypass surgery. Reportedly, the pt is doing well.